Manufacturer narrative:
For the low initial iron result, further analysis of the reaction monitor showed an abnormal reaction which could indicate a possible instrument issue. The calibration data that was provided was acceptable.

Manufacturer narrative:
The iron2 initial and repeat results were both from the same primary tube. There were no other problems with any other assays. Based on the precision testing that was performed, a hardware issue is most likely. The precision testing for iron2 was acceptable.

Manufacturer narrative:
There have been no further issues. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a discrepant low result for 1 patient sample tested for iron2 iron gen.2 on a cobas 8000 c 702 module. The initial iron result was 21 ug/dl. The sample was repeated on (B)(6) 2017 on another analyzer and an iron result of 72 ug/dl was obtained. The initial result was released outside of the laboratory, but was questioned by the physician who requested the test be repeated. The repeat result was deemed to be correct. There was no allegation of an adverse event. The iron reagent lot was 265759 with an expiration date of 31-aug-2018. The investigation is currently ongoing.